Manufacturer narrative:
Qn#(B)(4). Lot# unknown. Potential lot# 13f18m0476. The customer returned one arterial catheterization device for evaluation.visual examination revealed signs-of-use in the form of biological material on the introducer needle and the guide wire tubing. The guide was fully deployed, and a kink was located at approximately the location where the guide wire meets the needle bevel. The catheter was also slightly bent in the same corresponding location as the kink in the guide wire. The guide wire outer diameter measured .443mm, which is within the specification limits. The kink in the guide wire measured 39mm from the distal tip. The catheter length measured 2.719", which is within the specification limits. The kink in the catheter was located approximately 2mm from the distal tip. With the guide wire fully advanced, an attempt was made to deploy the catheter off the assembly. The catheter was able to slide off the with minor resistance due to the kink on the guide wire. The guide wire was able to retract back into the catheterization device; however, minor resistance was observed. This is likely due to the biological material on the guide wire and inside the needle cannula. An attempt was made to redeploy the guide wire. Resistance was once again observed, which caused the guide wire to kink near the black advancer. Despite this, the guide wire was still able to be fully deployed. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." Additionally, the IFU cautions, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire kinking was confirmed by complaint investigation. The guide wire of the returned arterial catheterization assembly contained one kink directly adjacent to where the needle bevel meets the guide wire. This indicates that the kink likely occurred during insertion after the guide wire was fully deployed. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that resistance was felt while inserting the arterial catheter. A kink in the wire was observed.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18m0476..

Event description:
The customer reports that resistance was felt while inserting the arterial catheter. A kink in the wire was observed.